Event description:
It was reported that the patient's "wire came loose" with her first implant. No additional information was provided. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010. Product type: lead: product ID 37702, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
On the inital, a serial number was used that did not belong to this patient.